Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller reported that patient hasn't used her scs therapy for 2 years because it didn't work for her. Additional information was received from a patient (pt). It was reported that the pt wanted to know how to get their implantable neurostimulator (ins) out because the ins would twist and turn which would hurt; the pt was redirected to their healthcare provider (hcp) for assistance on getting the ins taken out. Pt said the ins did not work. Pt noticed the issue about a year and a half into having the ins, the pt's doctor kept telling them the pt would get used to it. The pt said they needed to get a MRI but it did not work to get it charged up to do what they got to do. The pt did not want the ins anymore. The pt kept getting a message that it was not in the right spot and try again or recharge. The pt said the controller was completely charged but it did not even act like it was in the right spot. During the call, the pt reset the controller and when they attempted to recharge the ins they got no device found, pt attempted to go through passive recharge mode and they kept getting poor recharge quality. Pt was able to see the battery for the controller at 100% and the ins was showing a triangle for charge. Pt verified no damage to the recharger (rtm). The issue was not resolved. A replacement rtm was sent out. Additional information was received from a patient (pt). It was reported that the pt confirmed receiving replacement recharger and keep coming up try again and recharge when they were trying to recharge their implant. Patient mentioned the controller charged 100% and they can't get the implant past 30%. Patient noted they reset the controller. Controller showed 100% and implant red recharging with excellent quality. Patient mentioned charge quality changed from recharging excellent to recharging. Agent asked and patient mentioned they had a recent fall/trauma. Patient mentioned they fell so hard frontward and ended up on their back shoulder down. Patient mentioned they were in critical condition and ended up at the hospital. Patient also mentioned they fell before. Patient mentioned they were going to st louis for an MRI on monday. Patient mentioned their implant was twisting, jabbing and everything else to which they told their hcp. Patient mentioned they can't sleep or lay down. Patient mentioned when they went to their hcp they had their controller with them but not their recharger. Agent redirected patient to their hcp to further address the issue.